Event description:
During re-insertion of the 10 french cystoscope into the bladder, pieces of the catheter were noted in the bladder. Graspers were opened to remove the pieces. Difficulty was also noted when feeding the catheter through the cystoscope. The catheter pieces were removed from the bladder with graspers and the bladder was flushed out. The pt did not require any add'l procedures following and no adverse effects to the pt were reported due to his occurrence.

Manufacturer narrative:
The customer returned one opened package, one catheter and a specimen jar containing catheter shavings for our investigation. During review of the catheter, scrape marks were noted beginning one millimeter above the catheter's first graduation mark and extending two millimeters past the catheter's tenth graduation mark. The contents of the specimen jar were evaluated and two accordioned segments, measuring one and two millimeter, of the catheter were returned. The appearance of the returned catheter in combination with the shavings in the specimen jar are indicative of the catheter having been scraped by the cystoscope during catheter placement or removal. The customer will be informed of our eval results. The opened package did not provide any relevant info regarding our investigation or conclusion.